Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Unit received with blank display after the countdown with constant tone, problem isolated to the unable to verify off no power alarm due to blank display. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is not working. The blood glucose reading is 202 mg/dl. Nothing further reported.